Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure with farapulse pulsed field ablation system (boston scientific), st elevation along with an air leak were observed. An agilis 13f sheath was used. After performing the brockenbrough and removing the dilator, st elevation was observed on the ECG. Although it subsided over time, st elevation was again noted as the procedure progressed. A small amount of air was found upstream of the sheath backflow, so the air was removed and the procedure was resumed. However, st elevation continued to be suspected intermittently. The procedure was completed using the same device and there were no adverse consequences to the patient. No additional treatment such as medication was administered for the st elevation, and post-procedural coronary angiography confirmed that no air had entered the patient¿s body. After the procedure, the used agilis was checked outside the patient's body by inserting a transseptal needle, dilator, and fara catheter respectively, and in all cases, air was confirmed to be present at the sheath tip.